Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "error 41541". No patient involvement.

Manufacturer narrative:
Other, other text: one cadd solis vip infusion pump was received to investigate the reported error code "41541". The pump was received in a physically good condition. A DHR review , device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was evidence of an alarm in the event log and the reported issue was replicated. The error code is reportedly due to an inoperable latch lock sensor. The latch lock sensor was replaced.